Manufacturer narrative:
The product was returned as a field rotation device. The device was in bvvi mode when received due to power on reset and memory code corruption. The results of all electrical tests performed after reloading the product code including thermal and mechanical stressing of the device, indicated the pacer exhibited normal device characteristics. The reset could not be reproduced, and cause of the memory corruption could not be determined.

Event description:
It was reported that the pacemaker exhibited back up vvi operation while still in the box. The device was returned. No further information was provided.